Manufacturer narrative:
(B)(4). Batch #p94100. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material it was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the hand piece. In addition, the moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, the device stopped working. It did not pass the pre-test, and the generator displayed error messages indicating, "retake pre-test," "tighten assembly," and "replace instrument." There were no patient consequences.